Manufacturer narrative:
The device has not been received. Attempts have been made to obtain additional information, however, our attempts have been unsuccessful. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the coiling procedure, the concerto coil¿s push-wire broke and the coil detached within the cat heter. No patient injury occurred.

Manufacturer narrative:
Codes updated the device was returned for evaluation and the clinical observation was confirmed. As received, the concerto coil pushwire returned with implant coil detached and missing. The concerto implant coil pushwire was found to be kinked at several locations and broken at proximal end. In addition, the concerto implant coil pushwire was found to be broke at distal end with release wire protruding from broken end. Under the microscope, the coin was not found to be located against the lumen stop, and the shield coil was found to be present. Without returned the implant coil cause of the coil premature detachment could not be determined. The pushwire can break subsequently detaching the implant coil if the user advances the coil against resistance. Per the instructions for use (IFU): ¿due to the delicate nature of the concerto detachable coil, the tortuous vascular pathways that lead to certain aneurysms and vessels, and the varying morphologies of intracranial aneurysms, a coil may occasionally stretch while being maneuvered. Stretching is a precursor to potential malfunctions such as coil breakage and migration. If concerto detachable coil repositioning is necessary, take special care to retract coil under fluoroscopy in a one-to-one motion with the implant pusher. If the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and the coil.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was confirmed that resistance was felt during delivery. A continuous flush was not used per the IFU. Ancillary devices include an mp1 merit catheter.